Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that separated anchor and inserter. No additional information could be provided. The product was returned to mitek for evaluation and a photo was provided. Mitek then conducted visual inspection of device received and photo provided by customer. The device was received without the box packaging. Only a part of the pouch was sent for evaluation and the needle. Visual observation revealed that the implants and suture were not attached in the needle. The needle was deformed, and the silicon sleeve was remaining in place. The photo provided by the customer showed the same condition found during the physical analysis. A manufacturing record evaluation was performed for the finished device lot number: 6l98704, and no non-conformances were identified. According with the visual inspection results, this complaint can be confirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: lot number:6l98704; product code:228141-14; there was no non conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that before a meniscal repair procedure on (b)6) 2021, it was observed that the needle on the omnispan meniscal repair 12deg device was deformed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.